Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported "constant upstream error " was not reproduced. Evaluation sent the device to the flow line for air in line testing and the device passed. Evaluation found the upstream sensor fluid numbers out of specification and unable to calibrate. A review of the event history log revealed multiple occurrences of upstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failing ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had constant upstream errors. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.